Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 280 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was 462 mg/dl. Customer was vomiting, dizzy and hard time breathing. Hospital treated with saline IV. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.